Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis. A review of the lot history records could not be performed due to unknown lot information. Additionally, a review of the complaint histories could not be performed due to unknown lot information. The reported patient effects of death are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported patient effects of death could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and device issues mentioned and in the attached article are filed under other MFR report numbers. Literature title: acute kidney injury after percutaneous edge-to-edge mitral repair.

Event description:
This is filed to report patient deaths. It was reported through a research article identifying the mitraclip that may be related to the following: patient deaths, kidney failure, mitral stenosis, thrombosis, chordal rupture, pericardial effusion, hematoma, pseudoaneurysm, hemorrhage, unchanged mitral regurgitation, hypotension, myocardial infarction, stroke, re-hospitalization, medical intervention and surgical intervention. Device issues include, single leaflet device attachment (slda) and clip entrapment. Details are listed in the attached article, titled ¿acute kidney injury after percutaneous edge-to-edge mitral repair."